Manufacturer narrative:
There are no previous complaints of this code batch of which we manufactured and mostly distributed in the market (B)(4) units. There are (B)(4) units blocked in stock in b. Braun surgical's warehouse. We have received 1 open sample (unused) with the needle detached from the thread (thread is still wound on the pack). The thread seems broken but further analysis cannot be done. Without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because only one open sample received. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opened the package, the needle and thread additional information has not been provided.